Manufacturer narrative:
Based on the information provided, isi has not determined the root cause of the patient's death. Isi has attempted to contact the surgeon several times to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. At this time, date of death and cause of death is unknown. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the system logs for the site with a procedure date of (B)(6) 2014 and no system malfunction was found to have occurred during the reported surgical procedure. This complaint is being reported due to the following conclusion:the patient had passed away after undergoing a da vinci lung lobectomy procedure. However, at this time, the case of the patient's demise is unknown.

Event description:
It was reported that a patient had died after undergoing a da vinci lung lobectomy procedure on (B)(6) 2014. An intuitive surgical, inc. (Isi) clinical sales representative (csr) was present during most of the da vinci procedure and claims that there was no reported system malfunction that occurred during the procedure. The csr was informed on (B)(4) 2014 by the surgeon that the patient had died. The surgeon told the csr that the patient's death was not related to the da vinci system. Per the csr, this patient had been already treated with radiotherapy. No further clinical information was provided to isi about this case.